Manufacturer narrative:
(B)(4). Medical devices: vanguard femoral catalog # unknown lot # unknown, vanguard tibial tray catalog # unknown lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08455, 0001825034-2018-08456. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently the patient is experiencing pain, swelling, clicking, pressure, feeling movement, and feels bruised under patella.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) review was unable to be performed as the item an lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.